Event description:
It was reported that while testing with the bd phoenix¿ m50 automated microbiology system, 3 specimens were incorrectly identified. There was no report of patient impact. The following information was provided by the initial reporter: m50 result-corynebacterium jeikeium, correct result- staphylococcus epidermidis. M50 result-leuconostoc mesenteroides ssp cremoris, correct result- staphylococcus hominis. The problem occurs again and the new discrepancy in results is: m50 result-staphylococcus epidermidis, correct result- staphylococcus aureus.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
New information has been provided that indicates no patient samples were involved; this was a qc failure and would not cause patient harm. The previous MFR report #1119779-2021-02086 should be considered canceled.

Event description:
It was reported that while testing with the bd phoenix¿ m50 automated microbiology system, 3 specimens were incorrectly identified. There was no report of patient impact. The following information was provided by the initial reporter: 1. M50 result-corynebacterium jeikeium, correct result- staphylococcus epidermidis. 2. M50 result-leuconostoc mesenteroides ssp cremoris, correct result- staphylococcus hominis. The problem occurs again and the new discrepancy in results is: 1. M50 result-staphylococcus epidermidis, correct result- staphylococcus aureus.